Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that data was not received from sensor. It was also reported that calibration error alarms were received. When sensor was removed, it was found that there was no cannula. Customer's blood glucose reading was 165 mg/dl. Sensor would be replace.